Event description:
The catheter was inserted on (B)(6)2009. On (B)(6)2009, the nurse went to remove the catheter and found the catheter was missing. The nurse called for assistance from the team facilitator and a call was placed to swat nurse. An x-ray was taken and showed the catheter in arm. The doctor involved does not seem to want to have the catheter removed at this time.

Manufacturer narrative:
The sample is under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)